Event description:
It was reported that the clinical study patient had an explant for an unknown reason. Additional information was received that the procedure was an elective explant so the patient can seek alternative therapy for pain management.

Event description:
It was reported that the clinical study patient had an explant for an unknown reason.